Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported receiving a low adc glucose meter reading of less than 20 mg/dl as compared to a laboratory reference reading of 515 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the precision xceed pro meter and precision pro strips were reviewed and the dhrs showed they passed all tests prior to release. Clinical data was reviewed and confirmed that precision pro strips continue to be safe, effective, and perform as intended in the field. Stability data for precision pro strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was completed for the reported complaint and precision pro test strips, no further track and trend review was required due to low rate of confirmed complaints. The useful life of precision xceed pro is 7 years. As the manufacturing date of this product is ( (B)(4) 2012), it has been in distribution beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
A health care professional reported receiving a low adc glucose meter reading of less than 20 mg/dl as compared to a laboratory reference reading of 515 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.